Manufacturer narrative:
(B)(4) two (2) samples from lot #0000840280 were received for evaluation. A functional test was performed by inserting the veress needle into the catheter and applying pressure to the veress needle¿s inner cannula. The catheter was appropriately seated into the hub, and the inner cannula would not retract. Therefore, the reported failure was confirmed. The coupler ring on the catheter possessed improper spline alignment. A review of the internal manufacturing device record and raw material history files for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. It was confirmed that procedural and functional requirements needed for its release were met.. Lot #0000817874 was manufactured on 09/16/2015. Root cause for the coupler ring spline alignment issues has been addressed. (B)(4) determined the safe-t-centesis product family had experienced a variation within the manufacturing process specifically with the mold of the coupler ring. This root cause was determined by a thorough investigation which included review of manufacturing records, equipment maintenance records, designed experiments, and testing of returned samples and representative samples. Immediate corrective action consisted of visual screening for all units on hand and remedial training for all applicable operators to ensure correct mold set up and proper coupler ring alignment. Pending completion of the verification of all corrective actions, all lots of safe-t-centesis catheters will receive incremental inspection to ensure proper alignment in the coupler ring. Additionally, (B)(4) is currently implementing improvements in the coupler ring molding process that include new core pins to ensure proper alignment and implementation of a first piece inspection for each coupler ring lot to verify the molding equipment is set up properly and is producing acceptable parts.

Manufacturer narrative:
(B)(4). Upon carefusion investigation a follow up submission will be done.(B)(4).

Event description:
Reporter stated via email: once insitu, tip did not retract as tested, resulting in a patient developing a pneumothorax requiring admission to hospital. First and second catheters not used on patient, appeared faulty before use. Third catheter was tested before use and appeared ok. Strong suspicion the third catheter could have had issues once in situ and tip did not retract as tested. Patient admitted into ward. Professor has no more answers to provide.